Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, occurred during a laparoscopic nephrectomy procedure. The device jaw was stuck after firing at the tissue. The device was able to fire. There was an unloading problem, the jaws stocks after firing. The instrument locked on tissue. It is unknown how the device was removed. A new stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, physician open the jaw by other hand instrument.